Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer changed the cartridge, infusion set tubing and site. The customer's blood glucose (bg) level was 400-500 mg/dl. Correction boluses via the pump and insulin injections were used to try to lower the bg level. The customer was admitted to the hospital on (B)(6) 2016 for high a bg level. The customer was treated with intravenous insulin and fluids. The bg returned to the target level. Tandem technical support performed a system check using the current supplies on the pump and the pump was found to be functioning as expected. Additional information received indicated that the customer had been discharged on (B)(6) 2016.